Manufacturer narrative:
Added h.6 investigation findings and type of investigation. Corrected h.6 device code, health effect - clinical code, and h.6 investigation conclusions. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. No imagery was provided for review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was identified, a product risk assessment (pra) escalation is not required. Additionally, since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. While the scope of the technical summary is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, the event was able to be confirmed from a review of medical records. Based on the limited information provided, the root cause for the valve calcification approximately 6 years 7 months post valve implant could not be confirmed but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis.

Manufacturer narrative:
Added h.6 investigation findings and type of investigation. Corrected h.6 device code and h.6 investigation conclusions. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. No imagery was provided for review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was identified, a product risk assessment (pra) escalation is not required. Additionally, since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. While the scope of the technical summary is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, the event was able to be confirmed from a review of medical records. Based on the limited information provided, the root cause for the valve calcification approximately 6 years 7 months post valve implant could not be confirmed but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, a CT was performed on monday for a possible viv involving treatment of a pre-existing 26mm sapien xt valve. The valve was implanted on (B)(6) 2014 and is now failing due to degeneration. No thrombi were observed. There is no viv scheduled due to the patient's poor health. Medical records were received for evaluation. 6 years, 7 months post successful tavr ems found the patient at home, in bed, 'covered in feces.' The patient was bedbound at baseline. Admitted to the hospital for worsening shortness of breath. Recently discharged from hospital for hypothermia related to the 'boiler broke down' in their home. A tte performed during her hospitalization showed an lv ef 55-60%. Bioprosthetic aortic valve with moderate to severe prosthetic aortic valve stenosis and mild ai, mild aortic regurgitation, av peak/mean 45.8/27gradient mmhg, ava vti 0.94cm2. Per physicians, 'concern for valve degeneration vs thrombi/micorthrombi on the leaflets. Would recommend cta for tavi study to better evaluate.' CT was performed and no visible mircothrombi were noted. Calcified leaflets with approximate ava 0.9cm2.